Event description:
The customer contact reported the device alarmed e321 (battery charger timeout). The device was returned to the biomedical dept with an unsigned note that stated, ¿alarms malfunctioned code e321.¿ no tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no add¿l info was provided.

Manufacturer narrative:
Investigation not complete. This report represents all the info known by the reporter upon query by hospira personnel.